Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were not reproduced. Constant air in line alarms were verified through a review of the event history log. The device was sent for additional functional testing of upstream sensor with passing results. The upstream flex was inspected for cracks and test for continuity was performed with no issues found. No correction is required in relation to the reported symptom. No correction is required in relation to the reported symptom. The device was determined to meet all product specifications related to the reported event. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.